Event description:
The pt was implanted with ventricular assist devices. The vad coordinator reported that the pt expired on (B)(6) 2012. No indication of death was listed at this time.

Manufacturer narrative:
The pt expired and the device was disposed. No further info is available at this time. A supplemental report will be submitted with the MFR's investigation is completed.